Event description:
It was reported via phone call that the insulin pump alarmed button error and battery out limit. The customer states the battery was changed after the button error alarm, but it only lead to battery out limit alarm. The customer states the only significant event is that the pump was in his pocket. The blood glucose level at the time was unknown. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to corroded keypad traces. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.